Event description:
N/a.

Manufacturer narrative:
Additional information: device available for eval changed from yes to no. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If additional information becomes available, we will send a supplemental report. Complaint record ID # (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period (B)(6) 2019 through (B)(6) 2021 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint # (B)(4).

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Additional information received brand name, catalog #, lot #., exp. Date, unique identifier (UDI) #, PMA/510(k)#, manufacture date. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If additional information becomes available, we will send a supplemental report. Complaint record ID # (B)(4).

Manufacturer narrative:
Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, a leak occurred and blood was found in the console. There was no patient harm or adverse event reported.